Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR (B)(4).

Manufacturer narrative:
Corrected from "no: device evaluation anticipated, but not yet begun" to no: other - hospital disposed of the device." Conclusion : the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, two 5max ace catheters were found damaged and were not used. The procedure successfully continued using a new penumbra system 5max ace catheter.